Manufacturer narrative:
The device will not be returned for investigation. The serial number of the coaguchek xs plus meter is (B)(6). The serial number for the patient's coaguchek-xs meter is (B)(6). All test strip retention samples passed the internal inspection and are inconspicuous. On a regular basis, coaguchek strips of all lots currently valid in the market are tested in comparison to the current master lot at roche mannheim. For this purpose, the strips are measured with two human blood samples from marcumar donors and one high level control sample on internal reference meters. Section e3: occupation is patient/consumer.

Event description:
We received an allegation of questionable results on a coaguchek xs plus when compared to the patient's coaguchek xs meter. On (B)(6) 2024 at 1:22pm, the patient received the following inr results: patient's coaguchek xs meter result 1.2 on (B)(6) 2024 at 1:30pm, the patient received the following inr results: clinic's coaguchek xs meter result 6.6 the patient¿s therapeutic range was provided 2.5 - 3.0 inr. Interval of testing is 1 x week.